Manufacturer narrative:
Visual examination: the balloon catheter was coiled within a plastic bag. The balloon exhibited a full, circumferentially-directed tear, approx 5 cm from the distal end. The proximal markerband was found just proximal to the distal markerband. The inner body within the balloon was severely elongated and fractured at the distal end of the tack seal. The proximal balloon section and the outer body proximal to the tack, a length of 19 cm, demonstrated a sawing-type condition and were partially torn. Due to the severely damaged condition of the entire balloon, no add'l analysis was deemed necessary to determine the cause of the blood aspiration. In reviewing the two x-ray films, it appears that the bifurcation was calcified and acutely-angled. The condition of the bifurcation probably caused the withdrawal difficulty of the catheter. The damage to the balloon catheter is suspected to be procedure related. A review of the product's manufacturing lot history revealed no anomalies that could be associated with this incident.

Event description:
The catheter was used in a cross over technique. During balloon deflation, blood aspiration was noted. A stiff guidewire was inserted and during withdrawal the catheter hooked within the birfurcation. The catheter was pulled back over bifurcation, but the balloon marker bands were pushed together and the catheter was advanced forward within the vessel. The catheter body was withdrawn by force. A segment of the catheter body with balloon fractured and remained within the bifurcation. A "y" graft was implanted within the pt's vessel. The segment of the catheter body with the balloon was then saved.